Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.